Event description:
It was reported to st jude medical that noise was observed due to a suspected lead dislodgment. The pt received inappropriate shocks. When the lead was removed, noise was still observed. The ICD and lead were explanted and replaced.